Event description:
During drug delivery, the cap (from a needlefree port) come off the manifold. There were no patient complications reported. The sets were replaced. A sample was saved and will be returned to quest for evaluation.